Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. A malfunction code was displayed, but the issue was resolved after the pump was reset with assistance from technical support, and no further malfunction occurred. The customer was advised to continue using the pump and to contact technical support if the issue recurred.